Event description:
It was reported to nova biomedical that a consumer experienced a hypoglycemic event on (B)(6) 2009 causing a fall requiring stitches. No other info on the event was forthcoming from the consumer. On (B)(6) 2009, the consumer called to report high readings on her meter. At that time, her blood glucose test strips were requested back for eval. During the call to customer support, it was revealed that the consumer transfers test strips from one vial to another vial which may contribute to a loss of integrity of test strips. The consumer continued to use the test strips involved in this adverse event. The consumer was educated on these directions for use at the time of call. The meter and test strips in question will be returned for eval.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a f/u report will be filed.